Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for partial display. Blood glucose was 130 mg/dl. Customer reported that the display is not visible. Customer cannot read pump screen. Customer stated that insulin pump is working as normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump display properly and no missing segment/partial display anomaly noted during testing. Insulin pump passed self-test and displacement test.